Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: a review of the black box showed multiple call service 052 slave communication alarms. The battery compartment and cap were undamaged and were able to fit. The rewind, load, and prime steps were performed successfully. No alarms occurred during investigation. The pump cover was removed to find no intermittent conditions to the internal components. The call service 052 complaint was unable to be duplicated during the investigation. Unrelated to the original complaint, the display was dim and red. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.